Manufacturer narrative:
On (B)(6) 2011 a field service engineer (fse) replaced of the needle vent line since it was broken. Root cause was attributed to a broken needle vent line.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a fluid leak in the left side of coulter lh750 instrument. The leak consisted of lh diluent and blood. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat. No injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds.